Manufacturer narrative:
A full analysis of the data logs has been performed. This analysis concluded that the dicom could not be retrieved from pacs because another dicom had already been retrieved and the temporary folder could not be cleared due to a known software anomaly.

Event description:
The company clinical representative (cr) assisted the surgeon for an ablation case on (B)(6) 2020 using (B)(6). Around 11:17am est, the cr attempted to query/retrieve imaging from pacs with the robot (B)(6), but the retrieval of the imaging was not working. Around 8:38am est, the cr was able to successfully query and retrieve patient imaging from pacs, and then when trying again at the later time (11:17am), it no longer was working. The cr attempted to restart the robot and software multiple times, but the imaging would not retrieve. The cr did not change anything on the maintenance side, nothing changed from when it worked earlier in the morning and when it stopped working in the later morning. The surgeon decided to skip loading the imaging through pacs and move on with the case. The surgeon asked this issue to be escalated since they use pacs and would like to avoid this issue in the future. The cr contacted the it/pacs contacts at the site and confirmed all of the info on both sides is correct. This makes sense since it worked earlier in the morning. The ability to retrieve imaging through pacs seemed as if it only worked sometimes and not others. There is possibly something wrong with the iq-view software and brain software. The patient was under anesthesia and no incision was made. The total delay was around 30 minutes with all the attempts to retrieve the imaging before moving on.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (UDI) #: (B)(4).

Event description:
The company clinical representative (cr) assisted the surgeon for an ablation case on (B)(6) 2020 using bs17937. Around 11:17am est, the cr attempted to query/retrieve imaging from pacs with the robot bs17937, but the retrieval of the imaging was not working. Around 8:38am est, the cr was able to successfully query, and retrieve patient imaging from pacs, and then when trying again at the later time (11:17am), it no longer was working. The cr attempted to restart the robot, and software multiple times, but the imaging would not retrieve. The cr did not change anything on the maintenance side, nothing changed from when it worked earlier in the morning, and when it stopped working in the later morning. The surgeon decided to skip loading the imaging through pacs and move on with the case. The surgeon asked this issue to be escalated since they use pacs and would like to avoid this issue in the future. The cr contacted the it/pacs contacts at the site and confirmed all of the info on both sides is correct. This makes sense since it worked earlier in the morning. The ability to retrieve imaging through pacs seemed as if it only worked sometimes, and not others. There is possibly something wrong with the iq-view software and brain software. The patient was under anesthesia, and no incision was made. The total delay was around 30 minutes with all the attempts to retrieve the imaging before moving on.